Manufacturer narrative:
Concomitant medical products: 6721m-50 lead, implanted: (B)(6) 2014; dtba2d1 device, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented for an expected device replacement with pocket stimulation and when the pocket was opened, it was noted the left ventricular (lv) lead was kinked behind the device and an insulation breach was observed. It was added the lv lead had been programmed to lv tip to right ventricular (rv) coil with high thresholds. All vectors were tested, which produced "diaphragmatic stimulation" which appeared to be pocket stimulation. The lv lead was repaired with silicone glue and the end cap was cut down, along with reprogramming of the pacing vector. The pocket stimulation was absent at the retesting. The lv lead remains in use. No further patient complications have been reported as a result of this event..